Event description:
Customer reports a basal-bolus 2.0 x 2.0 infusor containing 12ml of morphine with an unspecified additional volume of diluent overinfused during patient use. Report states, "infusion time was about 8 hours." No further details available. Customer reports no adverse clinical reaction.